Event description:
It was reported the pt had a problem adjusting stimulation on their implantable pulse generator. Troubleshooting suggested clearing a power on reset condition on the pt's programmer. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).